Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of low audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. A functional test was performed and it failed due to low audio. A "try it" audio manual test was performed and it failed due to low audio. The receiver case was opened for an internal visual inspection and it failed due to the speaker being loose in the receiver. The speaker resistance was measured and it was within specification. The allegation was confirmed. The root cause was determined to be an assembly error.